Manufacturer narrative:
The endoscopy support specialist (ess) concluded that the customer holds on to all scopes after bedside pre-cleaning until the end of the day before taking them to sterile processing. Once in sterile processing, delays of more than an hour occurs between manual cleaning and sterilization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Per customer request, an endoscopy support specialist (ess) performed a repair reduction observation. During the observation, the ess noted the occurrence of delayed reprocessing without the required delayed reprocessing steps as listed in the olympus reprocessing manual with the flexible scope. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with the instructions for use (IFU). Chapter 7 of the device IFU states the following that could have prevented the event. "Chapter 7 cleaning, disinfection and sterilization procedures 7.3 precleaning preclean the endoscope at the bedside in the procedure room immediately following the procedure. When using the cyf-5, these steps are to be performed when the light source is turned off." Olympus will continue to monitor the field performance of this device.